Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the cardiosave intra-aortic balloon pump (iabp) outer casing on monitor cracked. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) outer casing on monitor cracked.

Manufacturer narrative:
Event site telephone: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had console damage / malfunction. There was no patient involved, no patient harm/injury reported and event occurred during preventative maintenance. The getinge fse installed front display board and top cover due to crack replaced all screws and labels .performed unit checkout. Unit passed all functional and safety testes. Cleared for clinical use. The failure analysis and testing department received the following parts associated with this complaint: display top lcd, display top cover. These parts were received with a reported unit failure message of cracked outer casing and damaged display. Performed visual inspection of this part received display top lcd looks to be in good condition. Performed visual inspection of this part received and observed crack on display top cover. The failure analysis and testing department cannot be investigated further for display top cover. The failure analysis and testing department verified the failure of display top cover cracked. Part no longer able to be tested by the supplier. Investigation is complete. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the cardiosave intra-aortic balloon pump (iabp) outer casing on monitor cracked. There was no patient involvement. No patient harm or injury reported.